Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(4). Product is expected back from the customer for eval but has not been received yet. A f/u report will be submitted once the set has been received and an investigation has been performed or add'l info is obtained.

Event description:
Received report of ballooned silicone segment. There was no report of pt or user harm. No add'l info was provided. Customer is returning set for eval.